Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid throughout the entire lead lumen. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout the electrical tests were within normal limits. Pressure testing did not pass; the lead insulation bubbled at 741 to 746 millimeters (mm) and burst. The stylet insertion test also did not pass due to bodily fluid infiltration; however, this would not have contributed to the clinical observations. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was causing the patient to experience diaphragmatic stimulation. It was noted that the lead would be repositioned. To date, there have been no additional adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed, during which it was noted that the lead had appeared to have pulled back approximately two inches from its original position. When attempting to reposition the lead, the physician could not get lead back to the original target vessel. The lead was flushed with contrast and some bubbling of contrast was noted at the proximal marker of the lead. The lead was then explanted and will be returned for analysis. It was noted that an epicardial lead would be implanted in the near future.